Event description:
It was reported that 4 days post implant of a bifurcated device the right limb was allegedly occluded. Reportedly, the patient presented with obstructed bowel and thrombectomy was performed to resolve the occlusion. The patient was treated with two balloon expandable stents. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
The device was not returned for evaluation. However, operative notes from the index procedure were provided for clinical assessment by a clinical representative. Based on the review of the medical records, event information and manufacturing records, a root cause is unable to be determined; however, there is no indication that the device may have caused or contributed to the event. The device instructions for use under potential adverse events includes: occlusion of device or native vessel.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.